Manufacturer narrative:
One single-use device was received for evaluation. Visual inspection revealed loose particulate matter inside the packaging of the unopened sample. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a micro-volume syringe inlet had dark spots inside the packaging. This was identified prior to patient use. There was no patient involvement. No additional information is available.